Event description:
It was reported that a male patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced pain and prolonged hospitalization. It was initially reported on (B)(6) 2021 that there was noise on the proximal electrogram from the thermocool® smart touch® sf bi-directional navigation catheter. The noise was present on both carto 3 and ep recording systems. The cable was exchanged without resolution. The catheter was exchanged and the noise resolved, case continued successfully. The carto 3 system was operational. The caller was later notified on (B)(6) 2021 by the staff that our patient from yesterday (B)(6) 2021 was in intensive care unit (ICU) pending further evaluation for ¿(B)(6) pain.¿ no additional information given. The adverse event was discovered post use of biosense webster products. The physician¿s suspected the cause of this adverse event was access for the procedure. Intervention provided was unknown. Patient outcome of the adverse event was unknown. It is unknown if the patient required extended hospitalization because of the adverse event. A smartablate generator was used. This physician uses cardiaguide and occasional vizigo. Cardiaguide and vizigo are both bwi product. The physician did not mention any issues specific to the sheath. The cause of the pain was unknown. Patient current status was unknown. This event is being conservatively reported based on the available information. Patient¿s stay in ICU pending further evaluation for ¿(B)(6) pain.¿ this will be considered prolonged hospitalization. Should more information become available, it will be reviewed and processed accordingly.

Manufacturer narrative:
On (B)(6) 2021, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a male patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced pain and prolonged hospitalization. It was initially reported on (B)(6) 2021 that there was noise on the proximal electrogram from the thermocool® smart touch® sf bi-directional navigation catheter. The noise was present on both carto 3 and ep recording systems. The cable was exchanged without resolution. The catheter was exchanged and the noise resolved, case continued successfully. The caller was later notified on (B)(6) 2021 by the staff that our patient from yesterday (B)(6) 2021 was in intensive care unit (ICU) pending further evaluation for ¿groin pain.¿ the adverse event was discovered post use of biosense webster products. The physician¿s suspected the cause of this adverse event was access for the procedure. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation and the evaluation has been completed. Bwi conducted a visual inspection and an evaluation of all features of the catheter. Per the event, several tests were performed. The magnetic, temperature, and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. During the electrical test, and an open circuit was found on the tip area. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The electrical issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. The instructions for use contain the following recommendations: ECG noise is typically generated as the result of the improper connection of the body surface ECG patch to the patient; to resolve this situation, verify the proper connection. Explanation of codes: investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the adverse event. Investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: electrical lead/wire (g02015) were selected as related to the reported if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).